Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced infusion set not releasing from the insertion device event on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.